Event description:
It was reported that the atrial lead exhibited noise which was recorded on several stored elecrograms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.